Manufacturer narrative:
There was no sample returned for analysis. The lens remains implanted. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Viscoelastic was not provided. It is unknown if a qualified product was used. The product investigation could not identify a root cause for the reported complaint. Not enough information was provided from the account for further investigation. Additional information was requested, but not received. (B)(4).

Event description:
A surgeon reported that 2 weeks after an intraocular lens (iol) was implanted, he noticed a glistening in the lens. There was no reported patient impact or consequence. The lens remains implanted. Additional information was requested.